Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead pulled back while the physician was slitting the catheter. Upon trying to push the lead back into position over a guidewire, the coronary sinus catheter worked its way out of the coronary sinus into the atrium pulling the lead out completely. The lead was cut, capped and used as a pin plug. No patient complications have been reported as a result of this event.